Event description:
A technician at the university of (B)(6) called to report an issue with precise system serial pi0051 during a prostate procedure. The patient was under anesthesia. The system and icrod ithaw needles - serial number s unknown - were successfully testes prior to the procedure. Just before the first freeze and after the needles were inserted into the patient the tech noticed that the screen showed temperature values when the needles were not yet into the channels; no pop-up message was shown. The system was re-booted twice but the temperature values remained. The tech talked to galil technical support but the system could not recover. Case was cancelled with no injury to the patient.